Event description:
The patient reported that they had an insulin pump and also had the transmitter with continuous glucose monitoring. The patient tried to put it on a couple of times on the day of the report and it was not allowing them to sensor read. The patient stated that the sensors were all good, everything was up to date, their transmitter was newer, they had not even had for 6 months, had tried a couple of different places on their stomach and all of a sudden all it keeps doing is a calculation error calculation error. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.